Event description:
Event description boston scientific received information that this implantable cardioveter defibrillator (ICD) exhibited oversensing causing an inhibition of pacing in this defibrillation lead.